Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. The referenced journal article is attached to this medwatch and the manufacturer report number of the medwatch which reports on all patients (identified and non-identified) mentioned in the journal article is 1825034-2014-08055.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system." It was reported that patient underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure occurred on (B)(6) 2006 due to infection. It was noted patient had cancer and chemotherapeutic drugs which lead to immunosuppression and subsequent complications. All components were removed and replaced with two stage revision components. The patient was further revised on (B)(6) 2007 due to aseptic loosening, bony necrosis and infection.

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system." It was reported that patient underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2007 due to aseptic loosening, bony necrosis and infection. It was noted patient had cancer and chemotherapeutic drugs which lead to immunosuppression and subsequent complications. All components were removed and replaced with two stage revision components. It is also noted that patient had a previous extensor realignment on an unknown date.